Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no reported impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction code recurs, which the customer acknowledged and understood.